Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified posterior descending artery. After pre-dilatation was performed with a 2.5x15 non-bsc balloon catheter, a 2.50x28 synergy stent was advanced for treatment. However, the distal tip got caught in the lesion and insertion difficulties were encountered. When the device was removed, it was noted that the strut on the distal side of the stent was lifted. The procedure was completed with a 2.50x24 synergy stent. No patient complications were reported.